Event description:
The reporter stated that the surgeon was inserting a micl 13.2 implantable collamer lens in patient's eye and realized that the lens was torn so surgeon removed the lens and replaced it with a backup lens. There was patient contact, but no patient injury. The reporter stated that the lens was torn during loading.

Manufacturer narrative:
H6: evaluation codes: a visual inspection of the returned product shows the lens has a tear in the haptic. There is clear surgical residue on the lens. It should be noted that the cartridge, injector and foam tip plunger were not returned.